Manufacturer narrative:
This is 1 of 2 reports. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures mitral regurgitation of the native valve is a known potential complication associated with the tavr procedure. Chordae tendineae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv training manuals, after gaining lv access with the 0.035' soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035' amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the cause of the mitral regurgitation cannot be determined based on the limited information provided. It is possible that the event was due to procedural factors such as the tethering after the valve deployment . There was no allegation or indication that these adverse events were related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, after pre-bav with a 16mm balloon catheter, massive mitral regurgitation (mr) was observed. The thv valve was deployed. Post bav was performed. Post valve deployment, hemodynamics deteriorated which probably due to increased mitral regurgitation. Extracorporeal membrane oxygenation (ECMO) and an intra aortic balloon pump (iabp) were inserted. A second valve was immediately implanted in the first valve. After tav in tav procedure, second valve functioned normally, and hemodynamics became stable. Mr also improved to moderate - severe. Per the medical opinion regarding the mr enhancement, that was not due to rupture of the chordae tendineae of the mitral valve, but it could be due to the tethering after the valve deployment. After second valve deployment, the patient cardiac function recovered, but mr had not improved yet, the patient left the operation room under ECMO and iabp support. Additional information was obtained that the patient passed away on pod3. Both cause of death and device relationship to the event were unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to advising of related report number. Report 2: ID: 2015691-2024-05670.